Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the bipolar yaw pulley between grips. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint regarding a burnt smell was noticed and resin at the tip was discolored, was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. .

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the maryland bipolar forceps instrument had a burnt smell was noticed during surgery, and upon inspection, part of the resin at the tip opening/closing section was discolored. The procedure was completed with no reported injury.